Event description:
It was reported that a spectrum pump was alarming for system error 322. It was also reported that there was no pt injury.

Manufacturer narrative:
MFR ref no: (B)(4). Baxter received and evaluated the device. The device was tested for 24 hours with no occurrences of the system error 322. However, review of the history log confirmed the symptom. It was determined that the upper and lower aux were the failing components which caused this deficiency. The upper and loser aux were replaced.